Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Medical devices: item # 11-163687, femoral head, lot # 885540, item # 15-103682, cup, lot # 789640, item # 180204, femoral stem, lot # 180540. Legal notification. Reported event was confirmed by review of operative notes. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple reports have been submitted for this event. Please see associated reports: 0001825034-2018-03297, 0001825034-2017-05957.

Event description:
It was reported that a patient underwent a revision surgery approximately 9 years post implantation due to pain, metallosis, alval, and elevated ion levels. The capsule was clearly evident as it was darkly stained in contrast to surrounding gluteus medius and posterior per sciatic fat. Attempts have been made, and no further information has been provided.